Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure the stent delivery system was unable to cross the lesion. The lesion was 88% stenosed lesion was located in the moderately tortuous, severely calcified circumflex artery. The lesion was pre-dilated with a maverick 2.0x15mm balloon device, however the f/g, promus element, mr, ous 2.50x24mm device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is described as satisfactory. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination device. Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal and distal stent damage. The struts on the proximal end of the stent were pushed forward distally causing the stent to bunch in on itself. The distal end of the stent was slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure that could have caused the distal end of the stent to be slightly flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and microscopic examination also identified a severe kink on the shaft 270mm proximal to the tip of the device. There were several smaller kinks noted along the length of the hypotube and the device had a curled up appearance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).